Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads were fractured causing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.